Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room upon receiving multiple shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the patient was having atrial fibrillation with rapid ventricular response (afib with rvr) and was receiving inappropriate shocks due to misinterpretation of the signals. Programming changes were made. The patient was stable.